Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks in three different episodes. Before the first shock was delivered, the smart pass was switched off due to low amplitude, leading to undersensing and the first inappropriate shock while the patient was fully conscious and without any symptoms. The patient was then taken to the hospital where suffered another shock without any symptoms. Furthermore, the patient left the hospital against medical advice and was presented to the cardiologist in a private practice. The cardiologist recommended that the field representative be presented in the hospital immediately. Then, before being questioned in the hallway, the patient was given the third inappropriate shock fully conscious and with no symptoms. Upon review, all vectors were checked, and various manipulation tests were performed, and the noise was not reproducible. The data was sent to boston scientific for further evaluation, and depending on the feedback from the company, a decision will then be made about the further procedure. The patient has been hospitalized. An automatic setup was performed, and the smart pass feature is currently reactivated. Furthermore, the shock function was deactivated. The technical services (ts) reviewed the data and confirmed a scenario of non physiological artifacts in combination with a reduction in signal amplitude and baseline shifting. Ts recommended a x ray to confirm the electrode position and discussed more troubleshooting options. Furthermore, the s-ICD was programmed to another vector and the smart pass was turned on. The system will not be explanted, and the patient was recovered. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: patient identifier a1.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks in three different episodes. Before the first shock was delivered, the smart pass was switched off due to low amplitude, leading to undersensing and the first inappropriate shock while the patient was fully conscious and without any symptoms. The patient was then taken to the hospital where suffered another shock without any symptoms. Furthermore, the patient left the hospital against medical advice and was presented to the cardiologist in a private practice. The cardiologist recommended that the field representative be presented in the hospital immediately. Then, before being questioned in the hallway, the patient was given the third inappropriate shock fully conscious and with no symptoms. Upon review, all vectors were checked, and various manipulation tests were performed, and the noise was not reproducible. The data was sent to boston scientific for further evaluation, and depending on the feedback from the company, a decision will then be made about the further procedure. The patient has been hospitalized. An automatic setup was performed, and the smart pass feature is currently reactivated. Furthermore, the shock function was deactivated. The technical services (ts) reviewed the data and confirmed a scenario of non physiological artifacts in combination with a reduction in signal amplitude and baseline shifting. Ts recommended a x ray to confirm the electrode position and discussed more troubleshooting options. Furthermore, the s-ICD was programmed to another vector and the smart pass was turned on. The system will not be explanted, and the patient was recovered. This s-ICD remains in service. No additional adverse patient effects were reported.